Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed to remove air from device. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
N/a.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). When inserting the clip delivery system into the steerable guide catheter, the sgc hemostasis valve became damaged, and an air leak was observed. Aspiration was performed to remove air from device. No air entered patient anatomy. A replacement was used to complete the procedure.